Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, crack valve, and a curved opening on valve bond edge. Leak test and microscopic analysis was performed which identified: crack valve and a sharp opening on valve bond edge. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.